Manufacturer narrative:
Form code: (B)(4). These events were reported to the FDA on october 31, 2018 for the alternative summary reporting for infection and/or erosion with FDA approval number e1997002. For all products returned to the manufacturer and analyzed, no performance issues were identified. The total number of events being summarized for product code lws is 289. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
This report summarizes 818 reported events. All events were reported for infection and/or erosion. Range of patient age: 14 to 97 years. Range of patient weight: 91-364 pounds. Where gender is known, the population includes 31% female and 69% male.